Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair, when introducing the tip of the ultra fast fix suture, the first peek was introduced correctly, then proceeded to lower the second peek but when trying to implant it, it did not come out of the cannula and tried to implant several times piercing the meniscus. At the end, the peek came out of the meniscus and was not doing its function. The procedure was successfully completed with a non-significant surgical delay using the same device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 and t2 were not returned. A partial suture was returned. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation could not be performed due to both implants have already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.